Manufacturer narrative:
(B)(4). When the investigation is completed a follow up report will be sent to the FDA.

Event description:
Philips received a report from a customer that a pt was scanned with sense nv coil for a cervical spine examination on an intera 1.5t mr system. The pt experienced a heating sensation and after the examination reddening of the skin and three blisters, with a size of 2-3 cm were observed on the left lower pelvic area.